Event description:
The complaint reported that at the time of preparation the guide wire in the pack of rigiflex was wrongly packaged in the carrier tube: it was presented with the wrong side completely upside down. The product was not used for achalasia treatment. No pt involvement.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Should further relevant details become available; a supplemental medwatch report will be filed under the apropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.